Manufacturer narrative:
On january 20, 2021 the manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Date of implantation updated to (B)(6) 2010 based on invoice number in mentor tracking device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on january 27, 2021: during the visual analysis of the returned sample sm mpps dv 450cc no apparent damage or visual anomalies were observed. Leak testing was performed, according to mentor procedure, and it revealed three tears on the posterior view. Tear a and tear b measuring approximately 0.2 cm each of them, and tear c measuring approximately 0.1 cm microscopic examination was performed on the edges of the three tears, and parallel striations were found in an area of each tear, measuring less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation:deflation, and capsular contracture grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with an unknown mentor saline prosthesis experienced right sided deflation, and capsular contracture grade IV post procedure. The report indicated that the patient came due to breast becoming firm and discomfort, and deflation was discovered at the time of surgery. As a result, patient underwent removal with no replacement on (B)(6) 2020.

Manufacturer narrative:
On january 14, 2021 the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Suspect device identity as follow: cat#: 3502450, lot#: 5971516. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).